Event description:
The patient was asymptomatic throughout event. The patient would continue to be monitored.

Event description:
It was reported that the pulse generator exhibited under sensing. No intervention was performed. No further information was available.

Manufacturer narrative:
(B)(4).